Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 238 mg/dl. The troubleshooting was performed. The customer was advised to change entire infusion set and return set for analysis. The insulin exited through entire set, sending replacement infusion set and customer mother agreed to send infusion set back for analysis. The customer was advised that the no delivery alarm may cause by site occlusion (body).